Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving lioresal (2000 mcg/ml at 908 mcg/day) via an im plantable infusion pump. It was reported that during a refill the pump was difficult to access. The expected reservoir volume was 8ml but the actual reservoir volume was 0 ml. The caller stated that during the refill after injecting 15 ml the patient complained of pain. The hcp stopped injecting and aspirated a few ml and the patient reported feeling better. The caller stated that she then filled the pump with 5 ml of saline and was to aspirate it back and it was clear. The patient then had to leave the office.